Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a charging issue with the backup battery and a broken strain relief was not able to be determined. Log files provided by the customer were reviewed. The event log file contained data recorded from 29may to 30may, 2023 where normal operation was recorded. The recorded data did not reveal any atypical alarms. The system maintained the set speed with no interruptions. The periodic log file contained events recorded from 20may to 30may, 2023. There were no alarms captured in the log file; however, it was noted that the ebb use counter increased from 42 to 50 between 20may and 29mar. The events leading up to the backup battery use count increase were not captured in the log file. The increases observed in the log file indicate that the backup battery was charged and able to support the system without issue when called upon. A specific root cause for the reported event was not able to be determined. It was communicated that the system controller, serial number (B)(6) was exchanged on (B)(6) 2023 due to a visibly broken bend relief; however, the system controller, was not returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The device history records were reviewed and the records revealed the system controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook rev d, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use rev c, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate3 patient handbook under section 2 ¿how your heart pump works¿ and hm3 instructions for use under section 2 ¿system operation¿ informs the user: ¿do not twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible¿. According to hm3 instructions for use, section 8 ¿equipment storage and care¿: ¿the external components should undergo routine and periodic inspections, cleaning, and maintenance.¿ the heartmate3 patient handbook contains instructions to inspect all cables for signs of damage daily in section 10 safety checklists. Heartmate 3 patient handbook document cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller was exchanged on (B)(6) 2023 due to a visibly broken bend relief.

Event description:
It was reported that there was a charging issue that caused the external backup battery to die. The log files captured routine events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.